Event description:
It was reported that after a monarc was implanted, the patient experienced mesh extrusion into the vagina, which caused pain. The mesh was partially excised on (B)(6) 2015. The event was considered resolved. Additional information was requested, if received a follow up report will be sent.